Event description:
International customer advised that a patient developed an acute abdomen and sepsis two days following a ventral hernia repair with mesh implant. The patient was returned to surgery; no abnormal pathological findings or device concerns were noted.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.